Event description:
A (B)(6) male patient contacted zoll customer support to report that his battery charger/modem displays the message "insert battery" while a battery is inserted into the battery charger/modem. The patient was issued a replacement battery pack and battery charger/modem.

Manufacturer narrative:
H3: device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery/charger problem) has been confirmed. Upon evaluation the battery charger/modem would not recognize a battery pack. Upon further evaluation, r43 and u13 on the bedside pca board were found to be defective. Component u13 is an 8-bit cmos flash microcontroller. The cause for the defective component cannot be positively determined. Device evaluation of battery pack sn (B)(4) is currently underway. The reported problem (battery/charger faults) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery charger and battery pack. The patient received a replacement battery charger and battery pack. Device manufacture date: battery charger/modem sn (B)(4): 05/2010.